Manufacturer narrative:
Follow up report. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from legal that a patient had a left total hip arthroplasty performed. Subsequently, the patient was revised 4 years post-implantation. During the revision it was noted; osteolysis of the femur, greenish-yellow effusion, and black abundant abrasion after head removal. All implants were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) d10: metasulâ® ldhâ®, head, 42, code h, taper 18/20, #item: 0100181420, #lot: 2277583, metasulâ® duromâ®, component for acetabulum, #item:0100214048, #lot: 2232752, clsâ® spotornoâ®, stem, 135â°, uncemented, #item: 290039070, #lot: 2248983. Therapy date: (B)(6) 2009, g2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 4 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: a4, b4, b5, b7, d2, d9, g1, g3, g6, h1, h2, h3, h6. Corrected: b1. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Initial left total hip arthroplasty performed. Subsequently, 4 years later the patient underwent left total hip revision. During the revision, a huge trochanteric bursa was found to be swollen, with greenish-yellow effusion observed upon incision. The head was removed from the cone without issue, but it appeared black with significant wear at the shaft neck. The cone was removed, and a large osteolysis was noted at the shaft of the femur. The cup was found not to be osseointegrated. The wound was irrigated, and the skin was closed in layers. Based on the information available the event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.